Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced an ¿unable to proceed¿ alert during the fill tubing step of a supply change, with prior observation of insulin leakage in the cartridge chamber that the user attributed to an overfilled cartridge; after replacing the cartridge with a less filled one and using a new connector and tubing, the alert resolved and no further leakage occurred. Symptoms included no reported adverse clinical effects. Outcomes included no interruption to therapy after successful completion of the supply change and no medical treatment or hospitalization. Investigation included remote troubleshooting and user education on cartridge fill volume and supply replacement. Investigation of this case revealed that an overfilled cartridge and associated fluid leak likely contributed to the fill tubing failure, which was corrected by proper cartridge fill and replacement of the connector and tubing; the pump and infusion set were otherwise functioning as intended. It was concluded, based on previously established findings for similar reports, that user technique related to cartridge fill volume was the most probable cause.